Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from three coaguchek xs pro meters during meter to laboratory comparisons. The laboratory used dade innovin reagent. Of the data provided, only the results for four patients were discrepant. The specific dates of testing were requested but were not provided. The testing was said to have been done "in the past 2 weeks". From meter serial number (B)(4): patient 1 result from the meter was 1.8 inr. The result from the laboratory was 1.1 inr. Patient 2 result from the meter was 4.3 inr. The result from the laboratory was 3.3 inr. From meter serial number (B)(4): patient 3 result from the meter was 2.0 inr. The result from the laboratory was 1.1 inr. Patient 4 result from the meter was 4.3 inr. The result from the laboratory was 3.3 inr. Information concerning if any result was reported to a person making a treatment decision or if any patient was adversely affected were requested but it was unknown. The suspect meters and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 244034) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.